Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Following information was requested but unavailable: what was the indication for surgery? Leakage in abdominal afterwards? During initial procedure, was hemostasis issues identified? What was used for coagulation during the procedure to include clip or suture or was harmonic the only means of coagulation? Did the patient have any known coagulapoly disorder? Was the slow bleed over the 10 day period or were there other factors that caused the bleeding post-op? What was the approximate size of right colic artery? Was the site of post-op off bleed identified and was that site where the harmonic was used? What is the current patient status?

Event description:
It was reported that the surgeon used the harmonic ace + to mobilize during a lap. Ileocecal resection a certain vessel a. Colica dextra was sealed with harmonic and was "white" after coagulation. There was no bleeding. The surgeon did the surgery during their same standards, as usual, no new technique or anything was suspect. The patient was well during 10 days. After 10 days the patient appeared in the urgency of the hospital. When the surgeon open up with a laparotomy the patient had massive blood loss; 3 liters of blood. The surgeon clipped the vessel and made a ligature suture to stop the bleeding

Manufacturer narrative:
(B)(4). Additional information received: leakage in abdominal afterwards? Intense bloodloss during 2 hours, no leakage during initial procedure, was hemostasis issues identified? Yes what was used for coagulation during the procedure to include clip or suture or was harmonic the only means of coagulation? Yes did the patient have any known c/oagulapoly disorder? No was the slow bleed over the 10 day period or were there other factors that caused the bleeding post-op? The patient was fine during 10 days, on the day 10 she lift something heavy, and few hours later she was at the urgency, but the head surgeon said she did not have slow bleed over 10 days because there was no coagulum what was the approximate size of right colic artery? 2mm was the site of post-op off bleed identified and was that site where the harmonic was used? Yes it was the colica dextra and the surgeon has used harmonic on this site and checked and saw that the vessel was white and coagulated what is the current patient status? Cured